Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation under one of the therapy electrodes. The irritation was described as red and sore and previously weeping. The patient was given a prescription from her physician for hydrocortisone cream. The irritation had improved after using the cream.